Event description:
A medline reprocessed scissor (MFR # 5dcd manufactured by ethicon) failed during a laparoscopic appendectomy procedure. The handle split open and broke apart during use, requiring that the physician remove it and use a new one. There was no patient injury, no extended operating room time, no extra fluoroscopy. There was no impact on the procedure or patient other than a few extra minutes to retrieve and open new scissors. Dates of use: (B)(6) 2017. Diagnosis or reason for use: laparoscopic appendectomy.